Manufacturer narrative:
(B)(4)

Event description:
It was reported that hv charge timeout occurred. The device was replaced and no adverse consequences for the patient were reported.

Manufacturer narrative:
No conclusion code available. The anomaly observed in the field was confirmed in the laboratory. The cause of the extended charge time was an anomalous capacitor.